Manufacturer narrative:
E1: initial reporter details are unknown h3: product analysis: part # 9560524, lot # my14f001 visual inspection confirmed the attachment lever is missing from the flex arm. Functional inspection confirmed the instrument was able to be tightened and hold its position. The instrument may have been disassembled during the clearing process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a flex arm. It was reported th at flex arm does not function properly. There was no patient involvement. There were no further complications reported regarding the event.